Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890tlk is available in the USA with a 510k number k131855. Evaluation summary it was caused due to an excessive force applied on the ccd cable. In addition, we confirmed that the segment steel braid rupture and the lcb disconnection; however, these are not related to the alleged complaint. Replaced parts in this complaint are as follow. Segment steel braid due to rupture. Ccd module due to defective. Light guide fiber bundle (lcb) due to disconnected. This report is being filed as part of the pentax backlog management plan.

Event description:
No image, stripes in the image. This event occurred at the time of before use. There was no report of patient harm.